Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection . Investigation summary: bd received one sample from the customer in support of this complaint. The sample was evaluated by functional testing and the indicated failure mode for separates during use with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2 it was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the holder came loose or unscrewed from the needle. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-may-2026. Investigation summary: bd received one sample from the customer in support of this complaint. The sample was evaluated by functional testing and the indicated failure mode for separates during use with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates during use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the holder came loose or unscrewed from the needle. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.